Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, serial# unknown, implanted: (B)(6) 2014, product type lead. (B)(4).

Manufacturer narrative:
Concomitant products: product ID: 309328, lot# 0207972340, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported the patient's implantable neurostimulator (ins) and lead were replaced and the impedances on all contacts were within range and the impedance when the case was used as positive were high. It was noted the device was switched on and the patient could feel stimulation again. The patient was left with a couple of programs set up on the device. The patient¿s status was reported as no injury.